Event description:
I had a breast implant on (B)(6) 2015. Some months after (much less than a year) I started having several symptoms that increased by the time, such as backaches, dizziness, numbness of arms and hands, headaches, muscle weakness, apathy, laziness, mood swings, chest cramps, etc. I'm (B)(6) and even though I was a very active woman since that my exercising performance went down. I suffer a lack of air, my physical condition has been poor, when I climb stairs need to make some stops for rest. Repeatedly my blood and urine tests had abnormal results out of range, specially triglycerides and cholesterol that weren¿t a problem never and, even when I started an alimentary plan, exercise and phd supervised and prescribed drugs for that, my illness remains. I never related those symptoms with my implant, but, since I don¿t found responses to my symptoms I started a search on the internet and found that a lot of women with breast implants have similar problems. I have completed a lipids reduction treatment two months ago. FDA safety report ID # (B)(4).